Event description:
The customer alleged they received questionable ion selective electrode (ise) sodium results on their c501 analyzer. The customer stated they were having issues with their ise calibrations, but the quality control results were within range, but had issues with imprecision. The customer stated they had over 20 patient samples that were affected by this issue. The customer was only able to provide information for one patient with discrepant results that were reported outside the laboratory. The patient's initial sodium result was 120 meq/l. On (B)(6) 2012, a physician called the laboratory and questioned the patient's initial result. The sample was then repeated on the same analyzer and the result was 141 meq/l. The repeat result was considered correct. There were no adverse events. The sodium electrode lot number and expiration date were not provided. The customer declined a service visit as they were not experiencing any further problems with the ises. The customer replaced all the ise solutions.

Manufacturer narrative:
The customer provided additional information. The patient's initial chloride result was 87 mmol/l. The repeat result was 103. The patient was not adversely affected by the discrepant chloride result. The patient's potassium result was 3.3 mmol/l, and when repeated, was 3.9 mmol/l. A specific root cause could not be identified. Based upon the information provided for investigation, inadequate pre-analytical conditions and procedures may have caused the event. No instrument malfunction was detected.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.